Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 16, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod fully retracted with viscoelastic residue observed to be evenly distributed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device; no cartridge or cartridge tip issues were identified. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues; viscoelastic residue was observed below the lens module indicating that an excessive amount of ovd may have been used. The plunger rod and plunger rod advancement were inspected revealing no issues. Visual inspection of the lens reveal it was received cut in half with the pieces stuck together and coated in viscoelastic residue. The lens halves were cleaned and unstuck revealing a dent-like mark in the optic of one lens half and scratches in the other half. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found a large crack in the crystal optical area in the monofocal preloaded intraocular lens (iol) before implanting into the patient's eye. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 1: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: city: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: post office or zip code: unknown/ not provided. Section e1: reporter: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.